Event description:
During a remote follow-up, increased pacing impedance and increased defibrillation impedance were observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that a loss of capture was also observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent.

Event description:
Additional information was received that during the device revision procedure, the rv lead was then reconnected to the new device. It was also received that the electrical anomalies observed on the rv lead was related to the device. There is no allegation of a malfunction against the rv lead.

Manufacturer narrative:
Further information was received that the electrical anomalies observed were due to the device and there is no allegation of a malfunction against the rv lead. Please retract this report 2017865-2025-92907. The event is reported in 2017865-2025-92903.

Event description:
Additional information was received that isometric testing was performed and the results were normal. Additional episodes of increased pacing impedance were observed. The patient will continue to be monitored.